Manufacturer narrative:
An evaluation of the device cannot be performed as device was sent to drexel implant research center. No further information is available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised patient's left knee due to instability. Surgeon only revised poly and femoral component.

Manufacturer narrative:
An event regarding instability involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: (B)(4) devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: no other events were reported for the lot indicated conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's left knee due to instability. Surgeon only revised poly and femoral component.